Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41786 during startup, possible related to the main board, printed wire assembly (pwa), or upstream occlusion seal (uso). There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during startup. The root cause is due to the defective mainboard. The mainboard was replaced.